Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple mump error alarm during basal and started beeping and went off. The customer¿s blood glucose level was 183 mg/dl. Customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to software error. Unable to verify pump error 2, pump error 19, pump error 4 and blank display noted.